Event description:
It was reported that during a supply change the connect adaptor broke, which caused the cartridge to crack and leave a fragment lodged in the pump connection; the user removed the adaptor, then, with agent guidance, filled the tubing and pressed and held to expel and remove the remaining cartridge piece, after which the user completed the supply change with new supplies. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and successful completion of troubleshooting and education. Investigation included customer service troubleshooting and collection of the lot number. Investigation of this case revealed component breakage of the connect adaptor with associated cracked cartridge and obstruction that was resolved by guided removal. It was concluded that the event was related to a failed disposable component and that user guidance restored normal function without clinical impact.